Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed for the single leaflet attachment of the first mitraclip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 2. The second clip delivery system (cds) was advanced to the mitral valve, but became caught in chordae below the leaflets. The clip was freed with standard troubleshooting; however, the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was suspected that the maneuvers made to remove the second cds from chordae may have contributed to the slda of the first clip. The second mitraclip was deployed to stabilize the slda clip, but the mr remained at 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Review of the complaint history identified no similar incidents reported from the lot. All available information was investigated and the reported single leaflet device attachment appears to be likely due to user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the previously filed 30-day medical device report, the following information was received: prior to discharge on (B)(6) 2017, an echocardiogram was performed. Mitral regurgitation (mr) was reduced to 2. No additional information was provided.